Event description:
Healthcare professional reported left side "deflated¿. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b3, b5, d1, d4, h4, h6.

Event description:
Healthcare professional reported "textured." And additionally reported "hole in the radius." Via rga. The device has been replaced.